Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from three different samples drawn from one patient using two different vitros 5600 integrated systems and two different vitros ipth reagent lots when compared to ipth results obtained from the same patient obtained on two different non-vitros systems. The most likely assignable cause for the higher than expected vitros ipth results for the patient is the presence of a sample interferent present in the patient samples tested, possibly a heterophile. Based on historical quality control results, a vitros ipth reagent performance issue is not a likely contributor to the event. The vitros ipth results were reported from the laboratory to a clinician on each test occasion. However, no treatment was altered, initiated, or stopped based on the reported results. Ortho is not aware of any allegation of patient harm as a result of this event. Email address for contact office is (B)(4).

Event description:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from three different samples drawn from one patient using two different vitros 5600 integrated systems and two different vitros ipth reagent lots when compared to ipth results obtained from the same patient obtained on two different non-vitros systems. Patient results of 143, 182 and 203 pg/ml versus expected result of 60 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were reported from the laboratory to a clinician, however, no treatment was altered, initiated, or stopped based on the reported results. Ortho is not aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).